Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room (ER) with a blood glucose level 691 mg/dl, cause was unknown. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Reportedly, customer addressed their bg with a bolus via the pump and was treated with intravenous fluids of saline and insulin in the ER. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.